Event description:
It was reported that the pump's control-iq software was not adjusting insulin delivery as expected. The customer experienced a low blood glucose (bg) level (2.5 mmol/l). The customer consumed carbohydrates to treat the bg. The reported issue could not be confirmed.